Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the battery gauge was observed to be fluctuating. No impact to the customer's blood glucose. Customer performed a pump reset and the battery gauge was displaying an accurate estimate.